Manufacturer narrative:
Additional information: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2; -10/1.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The surgeon reports there was a foreign particulate found on a sfc45 cartridge during the loading process. Lens remains implanted. The cause of the event was reported as the device. Problem is not resolved.

Manufacturer narrative:
Medical device problem code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).